Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0999, awareness date 28-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2010. Since 2010, she has been suffering severe pain, hair loss, fatigue, weight gain and a variety of other health issues that she never had before the device was implanted. In 2014 she went to the emergency room in severe pain. The doctors asked her when she had her hysterectomy; she told them she did not ever have a hysterectomy and they told her that right fallopian tube was gone. It was discovered that the right essure coil had ripped off her right fallopian tube and was resting between her uterus and her rectum. In that same year both fallopian tubes were removed. She had some relief after the surgery, however by 2014 all symptoms returned plus others. In 2015 a total hysterectomy was done. She could not work from 2010 - 2014 due to constant pain, memory issues and being sick all the time. There was no way she could hold on a job. Ptc investigation result was received on 20-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and four years later it was found that the right essure coil had ripped off her right fallopian tube and was resting between her uterus and rectum. In the same year she underwent bilateral salpingectomy and one year later a hysterectomy. This event, interpreted as fallopian tube perforation, was considered serious due to medical significance and is listed in the reference safety information for essure. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. In the present case the exact date and mechanism of this perforation were not reported. The perforation was diagnosed 4 years after essure insertion. Given the nature of this event, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention. Since no product was returned and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.